Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was over 600 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.